Event description:
It was reported that bd needle eclipse smartslip needle did connection problem with leak. The following information was provided by the initial reporter: we have had product complaints regarding the connection, as medication has leaked between the syringe and hub of the needle resulting in medication not being administered properly. When putting the needle on the syringe, it requires force and twist to make a full connection. You hear a "squeek" sound. Is this correct, as the instructions online give the example of hearing a "click" when you attach the needle to a luerslip syringe. Customer response on (B)(6)2025. Incident date: (B)(6)2025. Details of incident: writer and student in to perform rhogam im injection. Writer observed student set up of injection, verified dose and set up, student performed im injection with some leakage of rhogam from luer-lok connection site after initiating and over halfway through injection. Patient received majority of rhogam medication, some leaked causing patient to not receive full dose.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and potential lot numbers 2011014 and 2101007. To aid in the investigation of this issue, one (1) picture sample was received; however, the picture showed the unopened packaged product only. Based on the picture sample, the reported defect could not be observed. Twenty (20) retained samples were obtained from the manufacturing facility, ten (10) from each reported lot. The retained samples were assembled with a bd discardit 2ml syringe. No signs of defective hub connection were detected with the retained samples. Based on the investigation results, an exact cause related to the manufacturing process could not be determined. We can confirm that all results for engagement force testing were found within specifications before the release of this product. Smartslip technology tm has been introduced to help ensure a secure connection is made with luer slip syringes. We recommend that the user closely follow the instructions for use which are unique in recommending that the user ¿push firmly when attaching the needle to the syringe¿ and to be sure that the ¿clip¿ is activated. The clip acts as an indicator that a suitable force was applied to engage the needle hub. This is what the customer mentioned as: ¿you hear a "squeek" sound as the instructions online give the example of hearing a "click" when you attach the needle to a luerslip syringe.¿ this sound is normal when you activate the clip. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.